Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
Sample was returned for evaluation. The investigation is in progress and a follow-up report will be submitted once it has been completed.

Event description:
Tlab transjugular liver biopsy system can normally got fired but couldn't get a tissue sample.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.